Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead lot# unknown, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported the patient had been having "problems" and was currently in the hospital. No information regarding specifics of the event was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.